Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Patient information was requested from the customer, but no response received.

Event description:
The customer reported that the display is black. The customer reported that the unit was in use on patient , but there was no patient harm reported.

Manufacturer narrative:
No patient information provided by the customer.